Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to be at end-of-life (eol). The device had been implanted four months ago. The last time the device was interrogated, two weeks post implantation, the battery voltage was 2.8 volts and the charge time was 14.3 seconds. The patient denies having had an MRI or radiation therapy. No beeping tones were noted.